Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose level was elevated (266 mg/dl). Reportedly, the customer was using apidra. The customer indicated that the type of insulin being used will be discussed with the health care provider.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.